Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the principal investigator performed a palpation assessment. The device was repositioned on (B)(6) 2007. The event was assessed by the principal investigator as an etiology of implantable neurostimulator (ins) pocket. The event was listed as resolved.

Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v006018, implanted: (B)(6) 2006, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient reported pain on site along with migration/inversion and as a result there was surgical repositioning. There was implantable neurostimulator (ins) migration. The etiology was incisional/device tract. Diagnostic methods included examination/palpation. The outcome was resolved without sequelae. Relevant medical history included:chronic low back pain.